Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was confirmed that the issue was with registration not patient condition.

Manufacturer narrative:
A software analysis was initiated. The system was determined to be functioning as designed. The probable cause of the issue was noted to be due to the registration technique used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: archive analysis was performed. The archives loaded into the system without any issues, there were 3 registration attempts, 2 of which had registration metrics. One had a registration metric 2.8 mm and the other had a metric of 3.6 mm. The 2.8 used just touch and the 3.8 used just trace. The touch points look good although they are a little symmetrical. The trace pattern could use work, none of the trace is on the nose or the forehead region. The resident noted they were not able to get an adequate trace on the patient due to model inconsistency. They attempted a point merge utilizing 4 points: both latera canthus, nasion, and glabella, and overall predicted error was 208 with the 2mm zone focused only on the anterior portion of the face. The tumor area was no included in the zone at all and the predicted accuracy at the crosshairs on the tumor was 3.1. The resident stated the depth was off and they were only using the passive planar.

Manufacturer narrative:
Patient information requested. A medtronic representative went to the site to test the equipment. Testing revealed that the system passed all functional testing and visual inspection. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care professional felt inaccurate while navigating. The hcp stated during registration, "pinpoint areas were needed. During the procedure, superficially registration looked okay but was completely off during deeper resections." There was less than an hour delay in the procedure. No impact on patient outcome.